Event description:
It was reported that during the procedure in the right internal carotid artery, the emboshield nav6 delivery catheter was advanced and the filter was successfully deployed without issue. A second unspecified guide wire was advanced followed by a non-abbott stent delivery system. After the stent was deployed, it was found that the emboshield filter was jailed by the stent. Surgical intervention was performed to retrieve the filter successfully. The patient was discharged two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction and the surgical procedure was the result of jailing the barewire of the nav 6 with a stent. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.